Event description:
Kmts field rep called in to report that the monitor is stuck in boot up mode with the blue light. Customer care advised the field rep to press the alert button and no sound propagated. Kmts field rep further reported no commands are coming from the monitor. The issue was not resolved. The inability to boot up indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.